Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when the ac power is disconnected the unit shuts off and will not transition to battery power. When the unit is powered on with the battery alone, the unit declares errors 1115, (auxiliary alarm supply failed), 1105 (backup alarm failed) and 1104 (alarm led failed). The technician recommended that the customer replace the power management board. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when the ac power is disconnected the unit shuts off and will not transition to battery power. When the unit is powered on with the battery alone, the unit declares errors 1115, (auxiliary alarm supply failed), 1105 (backup alarm failed) and 1104 (alarm led failed). The technician recommended that the customer replace the power management board. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not turn off via the touchscreen or the "accept" button. There was no patient involvement.